Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the stent was fully deployed with success into the bile duct, surgeon wanted to retrieve the catheter of the evo stent from the patient but he felt a bad resistance and difficult to remove and then the catheter broke. Hopefully doctor was able to remove the broken part as well so no issue for the patient "as per complaint form": when the stent was fully deployed with success into the bile duct, surgeon wanted to retrieve the catheter of the evo stent from the patient but he felt a bad resistance and difficult to remove and then the catheter broke. The doctor was able to remove the broken part as well so no issue for the patient.

Event description:
When the stent was fully deployed with success into the bile duct, surgeon wanted to retrieve the catheter of the evo stent from the patient but he felt a bad resistance and difficult to remove and then the catheter broke. Hopefully doctor was able to remove the broken part as well so no issue for the patient "as per complaint form": when the stent was fully deployed with success into the bile duct, surgeon wanted to retrieve the catheter of the evo stent from the patient but he felt a bad resistance and difficult to remove and then the catheter broke. The doctor was able to remove the broken part as well so no issue for the patient.

Manufacturer narrative:
'The event does not meet the criteria of an FDA 'serious injury' as per FDA guidelines 'medical device reporting for manufacturers (2016)'. However this event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broken/compressed'. Device evaluation: the evo-fc-10-11-6-b device of lot number c1645952 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. From image provided polyimide to cannula joint appears to be broken. From additional information provided: "was the introducer system fully recaptured before removing the introducer system? The answer is no. Customer does not recapture the introducer system before removing the system. He does not recapture either with other stents he uses like the boston ones" "doctor blocked the broken part with the elevator of the duodenoscope and removed the duodenoscope and the broken at the same time. No additional device were used ." Documents review including IFU review: prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-4-b device of lot number c1645952 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1645952; upon review of complaints this failure mode has not occurred previously with this lot #c1645952. The instructions for use ifu0062-5 which accompanies this device instructs the user to "after deployment, fluoroscopically confirm full stent expansion. While maintaining wire guide position, push direction button on side of delivery handle to opposite side. Squeeze the trigger to completely recapture the introducer system. Unlock the wire guide from fusion wire guide locking device. The device can be safely removed with the elevator of the endoscope fully down" there no evidence to suggest that the customer did not follow the instructions for use, as per information provided "customer does not recapture the introducer system before removing the system." Root cause review: a definitive root cause could be determined from the available information that the user did not follow the instructions for use, while removing the deployment device without re-capturing the introduction system. As per instructions for use: "while maintaining wire guide position, push direction button on side of delivery handle to opposite side. Squeeze the trigger to completely recapture the introducer system". However, as per additional information received "customer does not recapture the introducer system before removing the system." Summary: according to the initial reporter, there have been no adverse effects to the patient reported. Complaint is confirmed as the failure was verified in the image. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1645952 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. From image provided polyimide to cannula joint appears to be broken. From additional information provided: "was the introducer system fully recaptured before removing the introducer system? The answer is no. Customer does not recapture the introducer system before removing the system. He does not recapture either with other stents he uses like the boston ones" "doctor blocked the broken part with the elevator of the duodenoscope and removed the duodenoscope and the broken at the same time. No additional device were used ." Documents review including IFU review: prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-4-b device of lot number c1645952 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1645952; upon review of complaints this failure mode has not occurred previously with this lot #c1645952. The instructions for use ifu0062-5 which accompanies this device instructs the user to "after deployment, fluoroscopically confirm full stent expansion. While maintaining wire guide position, push direction button on side of delivery handle to opposite side. Squeeze the trigger to completely recapture the introducer system. Unlock the wire guide from fusion wire guide locking device. The device can be safely removed with the elevator of the endoscope fully down". There is evidence to suggest that the customer did not follow the instructions for use, as per information provided "customer does not recapture the introducer system before removing the system." Image review: n/a. Root cause review: a definitive root cause could be determined from the available information that the user did not follow the instructions for use, while removing the deployment device without re-capturing the introduction system. As per instructions for use: "while maintaining wire guide position, push direction button on side of delivery handle to opposite side. Squeeze the trigger to completely recapture the introducer system". However, as per additional information received "customer does not recapture the introducer system before removing the system." Summary: according to the initial reporter, there have been no adverse effects to the patient reported. Complaint is confirmed as the failure was verified in the image. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to corrections made to annex c coding on 18 oct 2023.